Event description:
A malfunction was reported on a pump, and the issue did not lead to any adverse impact on the customer's blood glucose level. The customer's pump was out of warranty, and thy reverted to an alternate method of insulin therapy.